Manufacturer narrative:
Unit received with scratched on display window and missing end cap sticker. Unit had unresponsive button due to corroded on keypad trace. No number ramping or scrolling on display noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 283 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.